Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t2-l3 to treat early onset scoliosis. The patient reported having pain and it was found that the left side rod had broken around the l1 level. The patient underwent a revision surgery to replace the broken rod. No additional patient complications were reported.

Manufacturer narrative:
Product analysis: visual review confirms rod broken. Multiple witness marks noted on rod. No surface defect noted adjacent to the initial crack propagation area that could contribute to crack initiation and propagation identified. Fracture surface damage and smearing is noted. Examination of the fracture surface identified multimodal fractures, with initial region with evidence of progressive convex striations (beach marks) approximately 50% of the way through the cross-sectional area, followed by another region of increased material disruption, river lines, and shear lip, which are consistent with overload which appears to have resulted in ultimate failure of the implant. Dimensional inspection confirms rod diameter to be within print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the fore going event from the available information.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog # 848-011, 510k # k993810 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.